Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue regarding that the unit is not able to currently power up was verified during our evaluation. It was found that the lithium ion battery pack was at fault and was replaced to remedy the issue. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.